Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that a request was made to have the data from this device reanalyzed. The data analysis confirmed that the device continued to deplete in an accelerated yet predictable manner. Based on conservative modeling, this ICD is not expected to reach elective replacement indicator (eri) battery status within the next 90 days.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that a request was made to have the data from this device reanalyzed. The data analysis confirmed that the device continued to deplete in an accelerated yet predictable manner. Based on conservative modeling, this ICD is not expected to reach elective replacement indicator (eri) battery status within the next 90 days.